Event description:
Related manufacturer reference number: 2017865-2022-40294. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of leads, it was noted that there was noise and decreased sensing amplitude on both the right ventricular (rv) lead and the right atrial (ra) lead. Also, there was high capture threshold noted on the rv lead. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold, noise, decreased sensing and lead fracture were not confirmed. As received, a partial lead was returned in two pieces for analysis. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes both the right ventricular (rv) lead and the right atrial (ra) lead were fractured which was the cause for lead noise. The patient was in stable condition.